Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient felt symptoms of low blood glucose levels when she woke up. When patient attempted to test her blood glucose level her blood glucose monitor displayed e5. The patient switched to a new vial of test strips and verified the code-key was correct. She attempted to test her blood glucose level several more times, but the device continued to display e5. At 1:00pm she was taken to her daughter's house because she was confused and unable to self- treat. Her daughter checked her blood glucose level and a non-roche blood glucose monitor and received a result of 42 mg/dl. She called for emt's. Emt's provided orange juice with two tablespoons of sugar. The emt's tested the patient's blood glucose level with their blood glucose monitor and received a result of 43 mg/dl. The patient was then given an IV (the contents of the IV were not provided). The patient was taken to the hospital. She was told she had passed out, but has no recollection of that. The patient was treated with an IV at the hospital that raised the patient's blood glucose level and she began to feel better. She was not admitted to the hospital. The blood glucose monitor and test strips were requested to be returned for product evaluation.